Event description:
Healthcare professional (hcp) reported a xen®45 gts event described as several months post-op hcp found endophthalmitis in patient. Despite vitrectomy operation, the infection did not resolve, but only after the xen was removed. Doctor reports "the endophthalmitis was not due to external pathogens."

Manufacturer narrative:
Health effect - impact code: f1901. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.